Event description:
Event description guidant received information that the patient implanted with this chronic ventricular lead and this implantable cardioverter defibrillator (ICD) was treated with a shock due to a ventricular fibrillation (vf) episode. The vf was converted and the device began beeping. Upon interrogation, the device displayed a less than 20 ohms shocking lead impedance measurement with a shorted lead condition message, a 200f fault code message, and no pacing. Telemetry with the device could not be established a few days later.